Event description:
Pt on hemodialysis 3 times per week and on 4/12/00, pt was admitted to hosp with abdominal pain and dysfunctional dialysis catheter. In dialysis clinic, left femoral dialysis catheter would not function adequately. Catheter removed.